Event description:
The pt was on holiday out of the country. Towards the evening he felt sick and went to the hospital by taxi. His blood glucose measure 762 mg/dl. He stayed in the hospital for one day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.